Event description:
Related manufacturer reference number: 3006705815-2024-00158. It was reported the patient underwent surgical intervention on (B)(6) 2023 during which the entire system was explanted due to ineffective stimulation.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead a found no physical anomalies, and the lead passed output resistance and inter-channel continuity testing.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to remove the system.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137823.